Event description:
The doctor tried to change the valve setting as the pt suffered from hydrocephalus. However, he could not change it. Our sales rep asked the doctor to do it under x-ray but he did not accept the suggestion because the pt's skin was very thin. He replaced the valve on (B)(6) 2011. He would like to know the root cause of this event.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(4) 2011. Results of analysis will be developed in a f/u report.